Event description:
Related manufacturer reference number: 2017865-2025-27612. It was reported that right atrial (ra) and right ventricular (rv) lead exhibited noise/oversensing. Insulation damage was observed on both leads. Both leads explanted and replaced successfully. Patient stable before during and after procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.